Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory h3: product ID 97745bp (serial: (B)(6)); was returned for product analysis. Analysis found the battery was out of electric specification: the device was scrapped due to failed cycle count should be 150 reads 192 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. It was reported that the patient hasn't used system since 2020 due to "technical issue". Caller described that the patient called a rep in 2020 because their controller showed an unknown error code and the controller was dead even after charging it. Caller stated patient was told that they needed to provide the specific error code in order to receive further assistance but at that point, the controller wasn't even powering on so patient wasn't able to provide error code. Caller stated that patient reported to have charged controller last night and it turned on briefly but then went unresponsive and any attempts the caller made to turn on the controller today were unsuccessful. Caller stated they placed aa batteries in the controller and then it powered on as expected. Caller plugged controller into the wall without battery pack inserted, controller powered on as expected, showed "no device found" as expected and when battery pack was re-inserted, the green light on the controller was solid. Caller unplugged controller from the wall and it stayed powered on but as soon as they plugged in the recharger it went black. Caller didn't see any damage with any of the pins. The issue was not resolved through troubleshooting. A replacement battery pack was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) received the replacement battery pack but the door on their controller is not the correct size. Technical services (tss) recommended that caller instruct pt to swap the battery compartment door off of the dummy controller with the one that is on their controller. Additional information was received from a manufacturer representative (rep). It was reported that the patient received the replacement battery pack, but now noticed that their recharger cord had a wire exposed and had a crack in the insulation of the cord. The rep was informed of issue last night and said the issue with the controller going immediately "dead" had continued after li battery pack replacement. The rep reported historical events with controller issues: the rep said they had heard of issues in the past with controllers. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.